Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that the patient experienced a blood glucose of 40 mg/dl with a loss of consciousness associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump and was treated by emergency medical services with food and/or drink as treatment. During troubleshooting with customer technical support, it was noted that the patient called because she was in the hospital due to a low bg. The patient was unsure what happened as she passed out and has little memory of the event. She stated that she was having lows before she went into the hospital and wanted to troubleshoot and make sure the pump was functioning correctly. The patient didn¿t remember what symptoms she had due to being unconscious. It was also noted that the patient experienced high bgs as well. Troubleshooting was unable to be completed due to the patient being unable to speak because the health care provider was present at the time. This complaint is being reported because the patient experienced hypoglycemia and the pump could not be ruled out.

Manufacturer narrative:
Follow-up #1: date of submission 02-may-2019. Device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2019 with the following findings: during investigation, the black box contained dates from 25-mar-2019 to 02-apr-2019. The black box and histories for the event on (B)(6) 2018 have been overwritten. The available daily insulin delivery totals correctly reflected programmed basal rates. The pump passed delivery accuracy test and found to be delivering within the required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.